Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian (lg) that the patient developed an irritation by the pod adhesive at the pod¿s infusion site (arm) while wearing the pod 72 hours or longer. When removing the pod, the adhesive was very sticky so it would leave a red mark at the infusion site. The infusion site was reported to have discomfort and pain. The patient was also feeling anxious and emotional. The lg called their local doctor surgery and was prescribed dansac easi spray adhesive remover. The patient no longer has the pod.